Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : impella cp sn (B)(6) + purge tubing returned for investigation. Air embolism: no issues were found with the returned product. The cause of the injury was not determined due to insufficient clinical details. Device history lot :device lot: 1967164. Device history batch : subcomponent lot: n/a. Device history review : device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During procedure md unable to deploy transcatheter aortic valve replacement( tavr) valve, patient acutely decompensated requiring pacing, intubation, and CPR. Impella cp was inserted emergently during CPR via 18 fr., gore tavr sheath. Md observed bubbles on transesophageal echocardiogram. Md reported no difficulties with priming or inserting impella. No leaking or air observed in impella purge tubing. Discussed removing current impella and placing new impella cp through left groin due to ¿bubble¿ and securement concerns since impella was placed through a non-peel away sheath. Advised mds proposed method of securement is not within IFU recommendations, mds opted to leave current impella in place. Care was withdrawn and the patient expired. The patient was dnr prior to tavr procedure.